Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported sub-optimal results with patient that had surgery on (B)(6) 2015. Patient pre-op manifest refraction was -0.25 - 3.25 x 012 with best corrected visual acuity (bcva) 20/20+3 in right eye. Uncomplicated ifs femtosecond flap creation 120 flap with normal pocket, 120 degree side cut, 8.60 diameter flap - well centered. Underwent uncomplicated customvue excimer treatment (-0.30 - 3.59 x 012) with active trak and iris registration enabled (-0.33x, -0.22y). Vision was 20/60 right eye on post op day one. Flap looked very clear, flat, no striae, no dlk, no epi ingrowth, standard pred forte taper. Post op day 4 patient reported blurry vision and some discomfort and refraction of +1.00 - 1.00 x 020 in right eye. No issues left eye. At one month patient presented with no improvement of blurry vision and refraction for right eye +2.00 -2.25 x 037 and 20/20 bcva. Looking at the pentacam it looks as if he received a spherical treatment - same degree of astigmatism in similar axis, but 2 diopters flatter in all directions, left eye with small degree residual cylinder (plano - 0.75 x 017). At 2 months patient still has blurry vision and refraction +2.25 -2.75 x 030 in right eye and 20/20 bcva. On (B)(6) 2016 patient presented for follow up and +2.00 -2.75 x 030 in right eye at which point surgeon decided patient requires enhancement procedure and evaluation was done for that purpose.